Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose levels and sensor alarm. The customer states they received lost sensor alarm. The customer's blood glucose level at the time of incident was 24mg/dl. The customer treated with soda and crackers. The customer's most current level was 150mg/dl. Troubleshoot was conducted. The customer was advised to monitor the device. The customer states they would call back later to complete troubleshoot.